Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary stability duraloc implanted approx 20 years ago. Revsision for: pain after trochanteric fracture approx 3 months ago. Asymmetrical wear of poly and some osteolysis behind cup. Doi: 20 years ago; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4) no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.